Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly during the night. The customer's blood glucose levels elevated to the high 300's (mg/dl). The customer delivered a manual injection. The customer changed supplies. Reportedly, the pump would continue to be used for insulin therapy.